Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2. E1: patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced two infusion sets tubing detachment events on (B)(6) 2025. The tubing got detached from the connector. No furthur information available.